Event description:
The event occurred on an unknown date involving a clave¿ neutral connector where it was reported that a nurse noticed clave connector was leaking after medication was given but was replaced when issue happened. There was patient involvement but no patient harm. No additional information was provided.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.